Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument had two firing sequences that left unformed staple lines. The first fire was with a blue reload and the second fire involved a green reload. There was no tissue tension or tissue bunching during the clamping sequence, but it was noted that a significant amount of tissue bunching occurred during the stapling process. There was a message stating "pausing for compression" during the first fire attempt. The target tissue was the stomach, and it was in normal condition. There were no obstructions such as clips, staples, bone, or other hard objects between the instrument jaws. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical sales representative (csr) was present during the gastric bypass procedure. The reported event occurred when the surgeon was stapling the stomach tissue. The surgeon chose the blue and green reloads because the surgeon thought these would be best for this type of tissue. The sureform 60 stapler instrument and reloads were inspected prior to use and there was no damage observed. The csr was not sure what stapler fire was involved with the reported event but noted that there were many malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. There were no other error messages reported. The csr reported that the staple line was finished, but it kept bunching up the tissue and pushing it out of the sureform 60 stapler instrument jaw. The procedure was converted to laparoscopic since the surgeon was not able to move forward with the stapling process. The da vinci surgical system was under normal operating condition. The csr confirmed there was no harm to the patient. The surgeon informed the csr that the patient was doing fine post-procedure. The patient has not returned to the hospital for any post-surgical complication. The reloads are not available for return to isi for evaluation. Further follow-up was conducted by isi, and the following additional information was obtained: the sites robotics coordinator (roco) was present during the surgical procedure. The surgeon decided to convert to laparoscopic surgery because he did not want to use the da vinci system for the remainder of the procedure. The surgeon used a lap stapler instrument to finish the case. The roco also confirmed there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. A stapler fire failure with a fire status of "tissue too thick to continue" was confirmed based on digital signal processor (dsp) logs. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test passed.